Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this system was explanted due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements during a device change out when connected to this patient&#38112;new implantable cardioverter defibrillator (ICD) and in triad configuration. The device and rv lead were reprogrammed to distal coil to can configuration resulting in shock impedance measurements within normal range. The lead remains in service. No adverse patient effects were reported.